Manufacturer narrative:
Upon further evaluation, service found the angulation in the up direction was out of specification due to wear of the angle wire. The gap on the angulation lever was out of specification due to wear of the angle wire. A leak was observed due to a pinhole in the rubber covering. The electrical connector demonstrated corrosion. Scratches were observed on the objective lens, light guide lens, and connecting tube. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was a leak from the channel. The issue was observed while preparing the subject device for an unspecified diagnostic procedure. The procedure was completed with a similar device with no delay. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeled off. This report is being submitted for the malfunction (coating peeled off) found by service during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the insertion section while the user was handling the device. Handling the device in accordance with the following instructions for use (IFU) enable the user to detect the suggested event properly: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Handling the device in accordance with the following IFU may enable to reduce/prevent the suggested event: "important information ¿ please read before use -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.